Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. The complainant could not provide the lot numbers, number of affected devices and patients impacted by this issue. Therefore, this complaint was opened for the unknown number of devices and patients affected. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information was requested but, to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was a "urine flow issue." No harm reported. No photos were provided.